Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 07/26/2017. Device evaluation summary: a visual examination was performed on the received balloon that was noted to be discolored. The device shell and valve were blue in appearance. White particles were noted on the outer surface of the shell. Two openings were noted on the anterior portion of the radius of the shell of the balloon approximately two inches away from the center patch/valve. As the device was not received with fill tube, a sample fill tube was used for further device testing. A valve test was performed, and noted the flow of di water was continuous and unobstructed. An air leak test was performed, and noted the balloon was leaking from three separate openings on the radius of the shell. Under microscopic analysis, black particulate matter of an unknown origin was noted to be attached to the valve channel. All three openings were approximately 1/10 of an inch in length and were consistent with damage from a device removal activities and tool.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon complained "bluish urine for 5 consecutive days". Device was removed.